Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The distal end has a severe kink between rings 1 and 2. Body fluid was found on the handle, main body tubing and on the distal end. Tip motion was evaluated against the specified curve template. Both right and left curves failed to reach the specified template. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found a bent center support, and a broken solder joint with separation between the center support and a steering wire. No collapsed guide coil was found. The distal section was dissected. Dried body fluid was found throughout the dissected area. The kevlar wrap is displaced and the center support is bent. A steering wire has partially separated from the center support due to a broken solder joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that catheter had loss of curve. A blazer prime xp was used for atrial flutter ablation procedure. A non bsc sheath was used in conjunction with it. During the procedure, it was noted that the deflection functionality of the catheter in one direction became compromised resulting in a loss of curve. The device was withdrawn from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the ring seals were compromised.